Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain all the time') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding") and discomfort ("discomfort"). The patient was treated with surgery (surgery for essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and discomfort outcome was unknown. The reporter considered discomfort, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: discrepancy removal date: 17-oct-2019,12-oct-2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain all the time') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding") and discomfort ("discomfort"). The patient was treated with surgery (surgery for essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and discomfort outcome was unknown. The reporter considered discomfort, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported. We conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore neither a technical batch investigation nor a similar case review in the gpv database is possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 4-jun-2020: pif received- case was upgraded from non-serious incident to serious incident. Case updated to potential legal. Essure removal details added. Event of genital haemorrhage downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.